Manufacturer narrative:
G4: k163174.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the third inflation at rated burst pressure, the balloon burst. The device was completely removed, and the procedure was completed with a different device without any patient complications reported.